Event description:
The customer reported that the external paddles did not make good contact and as a result were unable to discharge. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4).